Manufacturer narrative:
Catheter model: 8731, serial #: (B)(4), implanted: 2004 (B)(6), explanted: unk; catheter model: 8709, serial # (B)(4), implanted: 2000 (B)(6), explanted: unk; programmer model/serial#: unk. Only the pump was returned and analysis revealed no anomaly. The catheter was not returned.

Event description:
It was reported that during the prophylactic removal of pump to avoid in-vivo battery depletion it was observed that the catheter (serial # (B)(4)) was "scarred down, twisted and kinked". Surgical intervention included splicing of the catheter. Patient outcome was noted as resolved without sequelae. There were no related signs and symptoms.